Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose greater than or equal to 250 mg/dl with polydipsia and symptoms of dehydration associated with an alleged frozen display issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was alleged that the display was frozen with no other issues noted. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged frozen display issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2019 with the following findings: during investigation, the pump was returned within the audio bolus button detached from the pump, internal moisture corrosion was found in the bolus button contact switch. Due to moisture in bolus button the pump screen was frozen and unable to navigate off the verified screen. The bolus button contact switch was removed , pump was able to respond after contact switch and corrosion was removed from button. All above testing was completed after bolus button was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.